Manufacturer narrative:
Investigation summary: based on the information available, product analysis confirmed the reported events. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: the ams700 momentary squeeze (ms) pump was leak tested, visually inspected, examined using a microscope, and functionally tested. The pump kink resistant tubing (krt) was fatigue and worn down to the filament. The pump passed all tests performed. The ams700 ipp cylinders were visually inspected, leak tested, pressure tested and examined using a microscope. Both cylinders had wear at folds in the cylinder bodies. The krt of both cylinders were fatigue and worn down to the filament. Cylinder 1 had excess air between the inner and outer tubes when inflated with syringe; bulging was present. Cylinder 1 had a leak in the proximal cylinder body that was the result of a sharp instrument damage. It was informed that the sharp instrument damage was occurred during decontamination process and it will considered be a secondary failure. Cylinder 2 passed all tests performed. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to a cylinder aneurism. There was a rupture of the inner layer of the right cylinder that caused the cylinder to remain inflated. A new inflatable penile prosthesis consisting of cylinders, pump, and reservoir was implanted. There were no patient complications.